Event description:
Reporter indicated that her vns therapy programming handheld was freezing during interrogations of patients' pulse generators, and also resetting itself. Handheld was obtained by MFR for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.